Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that therapy connector is damaged. After replacing therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker regarding checking of their device. During evaluation stryker observed that therapy connector is damaged. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.